Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2011, patient was diagnosed with umbilical hernia and indirect right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, "the umbilical hernia sac was identified and carefully dissected which contained a small amount of omentum. The indirect hernia was found in right groin and reduced. A large size perfix plug was then tailored to fit the defect. The plug was anchored at three points and onlay patch was tailored to accommodate the inguinal floor." On (B)(6) 2015, patient was diagnosed with recurrent right inguinal hernia and some detachment of mesh medially thereby underwent revision surgery with partial mesh explant. Per operative notes, "there was a very well incorporated mesh and a small defect medially. Partially dissected some of the separated medial border of previous mesh. A synthetic mesh was tailored to accommodate the floor and attached the mesh at two points to the previous mesh with sutures." Attorney alleges that the patient had pain, hernia recurrence and mesh detached.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 4 months post implant of perfix plug, patient was diagnosed with hernia recurrence and mesh migration thereby underwent revision surgery with partial mesh explant. Per op notes, "detachment of mesh medially." The instructions-for-use supplied with the device lists hernia recurrence and migration as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-nov-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.